Event description:
The facility reported an infusion pump with a low battery alert. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01, 2007. Evaluation summary:the condition of low battery alert was confirmed. Inspection of the device found that the pump's batteries were depleted and potentially damaged, and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.